Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call, that the customer had air bubbles in their reservoir. Troubleshooting occurred. Customer's blood glucose level was unknown. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.